Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 2.5mm x 20mm, concentric, de novo target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilation with a 2.0x20 balloon, a 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the tip of the stent was found deformed. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.